Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to a bent cannula which prevented insulin delivery and received high blood glucose alerts. Moreover, the patient was officially diagnosed with acute kidney injury. Therefore, the patient tried to bolus via pump, but on (B)(6) 2020, the patient went to the emergency room with blood glucose level of 500 mg/dl, where the patient received fluids and intravenous medication (drug name unknown), food and bolus as corrective treatment. The patient left the emergency room in stable condition with blood glucose level of 404 mg/dl. Subsequently, the patient was admitted to hospital, where the patient received fluids and bolus as well as food as corrective treatment which resolved the issue on (B)(6) 2020, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.